Event description:
It was reported that this pacemaker exhibited a static battery status indicator and longevity time remaining. A field safety notice was emitted, detailing the required troubleshooting to solve this issue. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.